Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was being setup, the mapping catheter was kinked when it was removed. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.